Manufacturer narrative:
No additional information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was an active implant during the onset of an infection. A system revision is expected at a future date. This lead remains in service. No additional adverse patient effects were reported.